Event description:
Customer reported that pump was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for back up insulin therapy.